Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. This emdr represents the 3dmax mesh (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2012 - patient was diagnosed with right inguinal hernia hereby underwent open repair with the implant of perfix plug (device 1). Per op notes, "an incision was made to the right groin, a perfix plug and patch (device 1) was placed to the pubic tubercle using sutures." On (B)(6) 2013 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device 2). Per op notes, "the recurrence appeared to be a direct hernia with a sac that was reduced back into the floor. A large right sided 3dmax mesh (device 2) was placed to the intracorporeally using tacks." On (B)(6)2016 - patient was diagnosed with bilateral recurrent inguinal hernias thereby underwent open repair with the removal of mesh (device 1 and 2) and implant of ventralight st mesh (device 3). Per op notes, "attention was turned to the right side. Lysed the adhesions, excision of a piece of the medial portion of the mesh (device 1 and 2) which had separated from cooper's ligament. A ventralight st mesh (device 3) and a synthetic mesh were placed on the right side of the inguinal canal. Another synthetic mesh was placed on the left side."